Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for generalized weakness and dehydration. There was a multi system failure that noted right ventricle (rv) failure, pancytopenia, chronic obstructive pulmonary disease (copd), and liver disease. A bone marrow biopsy was pending. The patient electively chose to have left ventricle assist device (lvad) disconnected as he would not obtain a quality of life he wished for. No treatments were available to reverse diagnosis. The patient expired on (B)(6) 2020.

Event description:
It was reported that it was unknown if a device related issue caused and or contributed to right heart failure. It was also noted that the device would not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with this event. Information provided indicated that the device was disposed and would not be returned. The heartmate ii lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists multiple other types of organ failure and dysfunction (including respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.